Manufacturer narrative:
No service on the ventilator has been requested by the hospital and no parts have reportedly been replaced. Our investigation consists of a ventilator log evaluation. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted, expiratory minute volume low, respiratory rate high, peep low and patient circuit disconnected. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been conclusively determined but they were most probably due to leakage.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated low expiratory minute volume alarms while it was connected to a patient. There was no patient harm. Manufacturer's ref.#: (B)(4).